Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer's reported problem was confirmed through visual inspection. No other anomaly was observed. The root cause was unknown, and it is believed that the event occurred before the component had been supplied to the manufacturer. The complaint product(s) has been forwarded to the supplier for a detailed investigation. The device history record is at the supplier and not readily available for review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "when the product was placed on the patient, the flange was broken." There was a patient involvement, but no harm/adverse event reported.